Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 116 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided

Manufacturer narrative:
Findings: pump received with minor scratches on lcd window, crack on the reservoir tube lip, crack on the battery tube threads, missing end cap sticker, and scratches on the reservoir tube window. (B)(4).